Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed that the patient¿s implantable neurostimulator (ins) was explanted due to ¿rejection of implant¿ and ¿visible battery coming through skin¿. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) had worn through their skin to the point where you could see the ¿writing¿ on the ins battery. It was also reported that the lead component appeared to have migrated toward the posterior part of the sacrum. Patient symptoms (at the site of the ins pocket) of burning sensation, pain, redness, and swelling were reported. Explantation of the ins was planned. Follow up information confirmed that the ins and lead component were removed by the patient¿s physician. It was reported that there was no apparent infection. There was a ¿nice capsule¿ just around the battery that had eroded through the incision. After removal of the components, the physician irrigated the site with antibiotic and closed the incision. The physician had not heard from the patient over the weekend. It was also reported that the facility had thrown the explanted devices away. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reports erosion and allergic reaction. The patient states her ins(stimulator) migrated and went through her skin and had to be explanted a day or so after implant.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0938x, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).